Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as a minor deviation on the lower left corner of the touchscreen was observed. It was also noted that the stylus required an upgrade. The left and right keyboard rails and keyboard latch were broken. The left and right upper and lower bullets assembly were missing. The cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.